Event description:
On 8/30/1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: allergic, rhinitis, hives, chest tightness, shortness of breath, wheezing, systemic asthma, uticaria, type I latex allergy.